Manufacturer narrative:
In this MDR, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. As nipro is an OEM manufacturing site. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that on 2 occasions with bd vacutainer® safety-lok¿ blood collection set there was poor sleeve function causing blood leakage. Patient/s information and impact was not able to be obtained. The following information was provided by the initial reporter: "I wanted to bring forward a concern that our neuro ICU brought up regarding bd blood collection devices. The item# in question is 367281. A nurse reported that on at least 2 separate occasions, the rubber stopper on the vacutainer does not recover appropriately once the blood tube is removed, causing blood to continue to spill out. We were able to recreate this scenario using the above product and in fact noticed that not only does the rubber piece not retract, but that it exposes the needle, creating a safety issue.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for side-pierced sleeve was observed. In the photo the non-patient end of the device was not connected to a holder. The root of the sleeve was also observed to be overlapped on the needle hub thread. This may occur if the product is used without a holder as the blood collection tube can be pushed further into the non-patient cannula displacing the sleeve. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and another 13 by functional draw testing, attaching a holder and each filling 10 vacutainer tubes, and the issue of side-pierced sleeve was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode side-pierced sleeve. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that on 2 occasions with bd vacutainer® safety-lok¿ blood collection set there was poor sleeve function causing blood leakage. Patient/s information and impact was not able to be obtained. The following information was provided by the initial reporter: "I wanted to bring forward a concern that our neuro ICU brought up regarding bd blood collection devices. The item# in question is 367281. A nurse reported that on at least 2 separate occasions, the rubber stopper on the vacutainer does not recover appropriately once the blood tube is removed, causing blood to continue to spill out. We were able to recreate this scenario using the above product and in fact noticed that not only does the rubber piece not retract, but that it exposes the needle, creating a safety issue.